Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that this report (mrn 1818910-2024-21149) has been submitted in error. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was provided but is not valid for this product, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study no: (B)(4). Clinical adverse events received for knee stiffness, device and procedure (relatedness), device related: definitely, procedure related: definitely, date of event: 16 sep 2024, date of implant: on (B)(6) 2023, date of revision: no information provided, device location: left. Treatment/impact: physical therapy, depuy synthes product used: component type: femoral component, catalog number: 150410105, lot number ID: 3851774, description: no information provided. Component type: tibial base component, catalog number: 150680006, lot number ID: 4022166, description: no information provided. Component type: tibial stem, catalog number: 151310110, lot number ID: j8383w, description: no information provided. Component type: tibial sleeve, catalog number: 151111201, lot number ID: j94z36, description: no information provided. Component type: tibial insert component, catalog number: 151650505, lot number ID: 3787761, UDI: (B)(4). Component type: cement, catalog number: 3003940002, lot number ID: ax42ak0b03, description: no information provided.